Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as open.there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended keeping the area clean and to use neosporin. Follow up indicated that the skin irritation improved.